Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified. Based on the analysis, the alleged touch screen unresponsive issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Subsequently, it was reported that the pump touch screen was unresponsive. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 210 mg/dl.